Manufacturer narrative:
This event occurred in (B)(6). The customer indicated the suspect product is no longer available.

Event description:
The customer complained of erroneous results for 1 patient tested on inform ii meter with serial number (B)(4) compared to the laboratory. The result from the inform ii meter was 3.8 mmol/l. The same sample was sent to the laboratory and the result was 5.0 mmol/l. Quality control results were acceptable. No adverse event occurred. The suspect product was requested for investigation; however, there are no more strips available to return.

Manufacturer narrative:
A specific root cause could not be identified for this event. The product was requested for investigation but could not be provided. No information was provided in the complaint that would point to a cause for the result discrepancy.